Event description:
It was reported that the catheter was leaking. A stenosed target lesion is located at coronary artery. A 1.25mm rotalink plus was selected for use. During the procedure, it was reported that the rotaglide was spraying out where the tuohy was crimped down then the rotaglide solution was spraying out from the catheter. The tuohy was crimpled down too tightly on the catheter which created some type of leak in the catheter. The burr was being used and was stalled after few runs and essentially stopped spinning. The device was removed from the body as a unit and exchanged with another of the same. There was no patient complications reported and the patent was fine.

Event description:
It was reported that the catheter was leaking. A stenosed target lesion is located at coronary artery. A 1.25mm rotalink plus was selected for use. During the procedure, it was reported that the rotaglide was spraying out where the tuohy was crimped down then the rotaglide solution was spraying out from the catheter. The tuohy was crimpled down too tightly on the catheter which created some type of leak in the catheter. The burr was being used and was stalled after few runs and essentially stopped spinning. The device was removed from the body as a unit and exchanged with another of the same. There was no patient complications reported and the patent was fine. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotalink burr catheter. The coil, sheath, handshake connection, burr, and annulus were microscopically and visually examined. There are numerous sheath kinks. The coil is stretched and kinked at the handshake connection which would cause the burr to not rotate correctly. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by hooking up the burr catheter to a test advancer with water flowing into the saline drip line, it was verified that there were no leaks from the sheath. Inspection of the remainder of the device presented no other damage or irregularities.